Event description:
It was reported that the pump was not reading the syringe height. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3: unknown; no information has been provided to date.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the lower left top case was cracked and the battery door was missing. Review of the event history log (ehl) showed an invalid syringe size. A syringe test was performed as part of the functional testing and the reported issue was duplicated. The cause of not reading the syringe height was due to customer damage. The size pot and barrel clamp were replaced due to rust. A service history review identified no indication that the complaint was related to a service of the device within the review period.